Manufacturer narrative:
. Section e1 - telephone number: (B)(6). Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a whitish foreign matter was attached to the center of the preloaded intraocular lens (iol). The foreign material was observed when the iol unfolded in the patient's eye, after implantation. The physician removed some of the material using irrigation and aspiration (ia), but a small amount remained in the operative eye. The procedure was completed and the iol remains implanted. No patient injury was reported. No further details provided.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: 22-apr-2024 . Section h3 - device evaluated by manufacturer? Yes. Device evaluation: the preloaded device was returned for evaluation. Visual inspection was performed on the suspect product. The plunger rod tip damage was consistent with either being dropped or damage that occurred during shipping. The lens module was opened, and no damage was identified indicating the damage to the plunger rod happened after advancement. The lens module showed no viscoelastic residue or foreign material. The cartridge was inspected and presented with viscoelastic residue distributed through the length of the cartridge. No foreign material was identified in the cartridge. The device assembly was inspected, and no issues were identified. The video provided by the customer was evaluated. The video showed a cataract removal and a lens (claimed to be a tecnis synergy toric ii iol preloaded in the symplicity delivery system model dfw300). The video showed a diffractive lens with toric marks. A whitish particle was observed, located in the posterior surface of the iol. The surgeon removed a portion of the observed particle. The nature of the particle, the root cause, and potential clinical impact of the reported issue could not be determined from a video assessment. The complaint issue "foreign material - loose" was identified during photo evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.